Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 13 atm's on the initial inflation. A 6f argail introducer sheath, a whisper guidewire (size unk) and a 6f zuma2 guide catheter were also used in this case, but which inflation device was used is unknown. No pt injuries were reported. The procedure was successfully completed. Pt status is reported as 'good'. No additional information is available at this time.